Event description:
It was reported to philips that the system was unable to perform fluoroscopy and exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy and exposure. Upon troubleshooting, the fse identified a generator failure. To resolve the issue, the fse replaced kv-ma controller in generator, and the defective part was returned for further analysis. The supplier's part analysis conclusively determined the kv ma control unit was inoperable due to a defective solder joint on diode v111, which interrupted the internal voltage supply. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.